Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were . H6: mechanical (g04) - femur reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 66761624 headed screw 48 mm length catalog # 00598304048 lot # 66494199 qty 2 headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 66601444 articular surface medial congruent (mc) left 12 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog # 42512100812 lot # 66682035 0â° spiked keel left size f osseoti tibia catalog # 42535007501 lot # 66605734 35mm diameter 9.5mm thickness osseoti porous 3-peg patella catalog # 42540500035 lot # 66762224 h3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using femur and upon implanting femur appeared to be sitting in a flexed position. Attempts to obtain additional information have been made; however, no more is available at this time.